Event description:
A craniotomy/craniectomy using brain lab guidance was being performed when the pt was prone. The pt had not been repositioned during the procedure; apparently the swivel piece moved after initially positioning the pt. The shift was not noticed until after the drapes came off at the end of the procedure. A revision was not required and the pt was not injured in any way and his outcome was good. Integra adult disposable pins (B)(4). Probable lot # of 1123079 expires 07/2014.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported info.